Event description:
It was reported that atrial lead noise had been observed on an asymptomatic patient. The patient had been performing strenuous activity at that time. No noise was observed following the event. Pulse generator was reprogrammed and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.